Manufacturer narrative:
Additional information: one actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed, and the device was found to have a blockage. The reported condition was verified. The cause of the condition was determined to be a human error in solvent application during assembly. The second actual sample was not received for evaluation; therefore, a device analysis could not be performed. One hundred and fifth three (153) companion samples were also received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was then performed; all returned companion samples passed the clear passage testing with no issues noted. The companion samples were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow at the injection site of two (2) interlink catheter extension sets. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.